Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. (B)(4).

Event description:
It was reported by a customer that during a liposuction procedure, a coleman mini infiltration cannula tip broke outside of the patient's body. This issue did not result in any injury to the patient , no delay in procedure, and no need for additional procedure.